Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead, which the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. The patient is continuing to be monitored. At this time, the product remains in service and no additional adverse patient effects.